Manufacturer narrative:
(B)(4). Insufficient sample was returned for testing to be conducted. Conclusion: no conclusion can be drawn at this time. A review of the batch manufacturing records was conducted. The batch met all release criteria.

Event description:
It was reported that an unk number of pts, over an unk time period, experienced a burning/stinging sensation following use of the wound dressing. The burning sensation lasted from a few hours to several days. On some occasions, the physician has used an alkaline ointment to alleviate the burning/stinging sensation.